Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient information was not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient information not crossing over. A technical support specialist (tss) had connected to the station, which was showing a critical override with a patient/order information delayed/down icon. Tss found that healthsight viewer (hsv) had displayed delayed notices for the external system for over 4 hours. The tss had run ext. Received messages for all facilities and found that only morton plant hospital was not receiving messages in real time, while others were current. The tss had checked server downtime, confirmed the interface was active, and restarted the external message service, but the issue persisted. Services were running, yet pyxis had not received real-time messages for hospital. The tss had advised contacting the cerner team for further investigation. Upon follow-up, the customer confirmed that cerner had fixed the issue. The system functioned as intended after the technical support specialist troubleshot the device.